Event description:
Adverse event(s): "no patient injuries occurred" (no consequences or impact to patient). Product problem(s): "instrument would not pass through the trocar" (sticking). The customer reported during surgery the instrument would not pass through the trocar. No pt injuries were reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).